Manufacturer narrative:
UDI: (B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - recommended asr revision. Update received 27th august, 2013. Full information received 29th august, 2013. Form 57 added. Four products, reference number, reasons for revision, hip side, revision date, product type, hospital, surgeon added. Surgery date amended. Asr revision. Asr xl - right. Reason(s) for revision: pain, component loosening. - loosening of the acetabular component, loosening of the stem and lysis around the femoral component. (B)(4).